Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was unable to charge unless the customer held the usb charging cable into position within the pump usb port. The issue persisted across multiple usb cables. The customer's blood glucose (bg) level was 119 mg/dl. Reportedly, the customer reverted to manual injections for alternate insulin therapy.